Event description:
It was reported during the most recent follow-up, the device was showing 1.5 years of battery longevity remaining. One year ago, the device was showing 6.5 years longevity. There were no reprogramming or parameter changes that had occurred during the last year. After technical services reviewed the disk analysis, they confirmed premature depletion. The device was successfully replaced, and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during the most recent follow-up, the device was showing 1.5 years of battery longevity remaining. One year ago, the device was showing 6.5 years longevity. There were no reprogramming or parameter changes that had occurred during the last year. After technical services reviewed the disk analysis, they confirmed premature depletion. The device was successfully replaced. Additional information: this report has been updated to include final analysis results.